Manufacturer narrative:
Follow-up #1: date of submission 07/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2014 with the following findings: there were multiple call service alarms observed in the black box and alarm history. Either alarm could be duplicated during investigation. Unrelated to the original complaint, there was corrosion observed internally when the pump was opened.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.